Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery excessively. The blood glucose reading was 487 mg/dl. The customer declined troubleshooting assistance for the issue, advising that he had already changed the insertion site. He stated that he is lean and may not have had an inch of skin to pinch. He added that he may have scar tissue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.